Event description:
Procedure type: low anterior resection. According to the reporter: dr (B)(6) performed a low anterior resection on the (B)(6) 2013. She used a 28mm 3.5mm eea. The donuts were complete but apparently very thin. She did an over sew with silk suture for extra security. She performed a leak test and did not see any bubbles. Six days later, the pt had a leak at the eea anastomosis site. The surgeon had to re-operate on the pt on (B)(6) 2013, and divert to an ostomy. There was unanticipated tissue loss. The case was not extended by more than 30 minutes. There was no bleeding reported in excess of 500cc.

Manufacturer narrative:
(B)(4).